Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to infection (left). Revision njr number: (B)(6). Primary asa: p1 - fit and healthy. Components not revised: evolution mp tibial keeled nonporours size 6 standard left etpkn6sl lot 1733666. Evolution mp fem cs/cr non-por primary size 6 left efsrn6pl lot 1744184. Advance onlay all poly patella 38mm tripeg kpontp38 lot 1727928.